Event description:
Tip of the drill broke off and remains in the pt. Surgeon tried but failed to remove it.

Manufacturer narrative:
Metallurgical analysis results suggest that this event would not be associated with the device but rather would be attributed to user technique. The device was subjected to excessive non axial forces causing maximum stress on the distal end of the drill which resulted in the drill breaking at the junction of the drill step.